Event description:
The tissue was sealed with the device however it could not be sealed completely and after a few minutes some bleeding occurred. It has not been made available how the bleeding was corrected. Procedure: ladg.